Manufacturer narrative:
Follow-up from 26-jan-2016: follow-up attempts were performed with no response to date. Follow up information received on 31-jan-2016 from consumer via social media: she stated she was not the same person she was before essure; she used to be full of energy and nice, after essure she was bitter and drained. Follow up information received on 05-feb-2016 and 07-feb-2016 from consumer via social media: she stated she lost her right ovary and thanks to essure she will be thrown into menopause at age (B)(6). She reported her last ovary was removed due to a large endometrioma. Company casality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced severe cramping and gushing blood the day of insertion (interpreted as procedural bleeding). The cramps and bleeding (interpreted as genital bleeding) continued which caused her to become anemic (interpreted as hemorrhagic anemia). A month after insertion she was diagnosed with pelvic inflammatory disease. Approximately 3-4 months after essure insertion she was diagnosed with cervical cancer. She started to bleed again (genital bleeding). A hysterectomy was performed. Three weeks after this surgery, all her symptoms were gone. She also had her ovary removed due to an endometrioma. Only cervical cancer, endometrioma and hemorrhagic anemia are unlisted in the reference safety information for essure. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between all these events, except for cervical cancer and endometrioma, and essure therapy cannot be excluded. Since essure inserts have a localized action in the fallopian tubes, it is unlikely that essure would cause a cervical cancer or endometrioma. Therefore these events are considered unrelated to essure this case is regarded as incident since a hysterectomy was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Follow up information received on 03-oct-2016 from consumer via social media: she reported she will have surgery in 2 more days, from the date of her post, losing her last remaining ovary thanks to essure. She had pcos which caused a tumor this time. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe cramping and gushing blood the day of insertion (interpreted as procedural bleeding). She bled constantly (interpreted as genital bleeding) which caused her to become anemic (interpreted as hemorrhagic anemia). A month after insertion she was diagnosed with pelvic inflammatory disease (pid). Approximately 3-4 months after essure insertion she was diagnosed with cervical cancer. She started to bleed again (genital bleeding). A hysterectomy was performed. Three weeks after this surgery, all her symptoms were gone. She also had her ovary removed due to an endometrioma. At time of last follow-up information (from social media), consumer stated that she had a surgery to remove her remaining ovary in two days because she had pcos which caused a tumor this time. Pcos which caused a tumor , cervical cancer, endometrioma and hemorrhagic anemia are unlisted in the reference safety information for essure while genital bleedings, pelvic inflammatory disease, and procedural bleeding are listed. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between genital and procedural bleedings, the complication hemorrhagic anemia, pid and essure therapy cannot be excluded. Since essure inserts have a localized action in the fallopian tubes, it is unlikely that essure would cause a pcos which caused a tumor , cervical cancer or endometrioma. Therefore these events are considered unrelated to essure. This case is regarded as incident since a hysterectomy was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0318, awareness date 13-aug-2015 ). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent birth control. She had already one son. The consumer's concurrent condition included fibromyalgia, partial bowel paralysis due to cancerous tumor in bowel removed when she was (B)(6), severe weight loss problem (cause unknown), kidney disease and pre osteoporosis. On the day of essure insertion she had severe cramping and gushing blood. Since she was not allergic to nickel she figured that it would go away, but she have bled constantly since essure insertion and became anemic. On (B)(6) 2015 she went to emergency room and was told that her body was rejecting the device, because her cervix was almost swollen shut, she had vaginal discharge without infection and her uterus was very irritated. She also developed polycystic ovarian syndrome so she had more pain due to the seven cysts on both of her ovaries (3 cyst on left ovary and 4 cysts on the right). Her cramps never went away. She was in pain every single day. She was going to see a specialist on (B)(6) 2015 to have her total hysterectomy scheduled. Two follow-ups received on 03-sep-2015 and ptc results received on 08-sep-2015: at the time of report, the consumer is (B)(6) and will have a robotic hysterectomy on (B)(6) 2015 thanks to essure causing her to become severely anemic (from bleeding like a murder scene for 3 months straight). It also gave her pelvic inflammatory disease, polycystic ovarian syndrome, and cervicitis and, as of 9 am of reporting day, she found out that the pet fibers in the device also gave her early onset of cervical cancer. As soon as she got essure implanted in (B)(6) 2015, she instantly started having problems. Just a month into it she was diagnosed with the pid (pelvic inflammatory disease), pcos (polycystic ovarian syndrome), cervicitis and found out she was anemic. Consumer never had problems down there before essure (as reported). Consumer also informed that she hoped she won't need to join class a lawsuit when it happens (as reported), she would rather avoid that. Product technical complaint investigation: the bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced severe cramping and gushing blood the day of insertion (interpreted as procedural bleeding). The cramps and bleeding (interpreted as genital bleeding) continued which caused her to become anemic (interpreted as hemorrhagic anemia). A month after insertion she was diagnosed with pelvic inflammatory disease. Approximately 3-4 months after essure insertion she was diagnosed with cervical cancer. A hysterectomy was scheduled but not performed yet. These events are serious due to their medical importance. According to the reference safety information for essure these events are listed while cervical cancer and hemorrhagic anemia are unlisted. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between all these events, except for cervical cancer, and essure therapy cannot be excluded. Since essure inserts have a localized action in the fallopian tubes, it is unlikely that essure would causa a cervical cancer. In addition, the major cause of cervical cancer is chronic infection of the cervix with the sexually transmitted human papillomavirus. Therefore this event is considered unrelated to essure. This case is regarded as incident since a surgical intervention will be required.

Manufacturer narrative:
Follow-up information received on 15-sep-2015: consumer stated she was bleeding again even though she was on pills to stop it. Follow-up was received on 21-sep-2015 and additional information was received on 23-sep-2015: consumer reported that essure removal (hysterectomy) was performed on (B)(6) 2015. Additionally, she reported that essure cost her all of her reproductive organs at the young age of (B)(6) and stated that she got to keep her right ovary. She informed that she was healing up fairly well, but the past week has been awful. Also according to reporter, her doctors did link all her problems back to essure. Follow-up information received on 06-oct-2015. Consumer stated that her oral surgeon had never seen damage like what happened to her teeth. Essure ruined her teeth. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced severe cramping and gushing blood the day of insertion (interpreted as procedural bleeding). The cramps and bleeding (interpreted as genital bleeding) continued which caused her to become anemic (interpreted as hemorrhagic anemia). A month after insertion she was diagnosed with pelvic inflammatory disease. Approximately 3-4 months after essure insertion she was diagnosed with cervical cancer. She started do bleed again (genital bleeding). A hysterectomy was performed. These events are serious due to their medical importance. According to the reference safety information for essure these events are listed while cervical cancer and hemorrhagic anemia are unlisted. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between all these events, except for cervical cancer, and essure therapy cannot be excluded. Since essure inserts have a localized action in the fallopian tubes, it is unlikely that essure would cause cervical cancer. In addition, the major cause of cervical cancer is chronic infection of the cervix with the sexually transmitted human papillomavirus. Therefore this event is considered unrelated to essure this case is regarded as incident since a surgical intervention was performed. No further information is expected.

Manufacturer narrative:
Follow-up received on 06-may-2016: information received via legal claim states that plaintiff had essure implanted on or about (B)(6) 2015. After being implanted, she began to suffer from severe pelvic pain, extreme dental problems, anemia, and severe migraines. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe cramping and gushing blood the day of insertion (interpreted as procedural bleeding). The cramps and bleeding (interpreted as genital bleeding) continued which caused her to become anemic (interpreted as hemorrhagic anemia). A month after insertion she was diagnosed with pelvic inflammatory disease. Approximately 3-4 months after essure insertion she was diagnosed with cervical cancer. She started to bleed again (genital bleeding). A hysterectomy was performed. Three weeks after this surgery, all her symptoms were gone. She also had her ovary removed due to an endometrioma. Only cervical cancer, endometrioma and hemorrhagic anemia are unlisted in the reference safety information for essure. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between all these events, except for cervical cancer and endometrioma, and essure therapy cannot be excluded. Since essure inserts have a localized action in the fallopian tubes, it is unlikely that essure would cause a cervical cancer or endometrioma. Therefore these events are considered unrelated to essure this case is regarded as incident since a hysterectomy was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information received on 11-oct-2015: the consumer went to an oral surgeon on (B)(6) 2015 and the surgeon compared an x-ray of her teeth 2 weeks before essure was implanted ((B)(6) 2015 - discrepant information reported) and one of the day of (B)(6) 2015; she stated that she has to have all teeth pulled at (B)(6). She stated essure has ruined her body. At time of the report, she was 3 weeks post-surgery and healing from her total hysterectomy. Case correction on 16-oct- 2015: after internal review, the information provided on 11-oct-2015 was amended and the case was no longer considered potential legal. Follow up information identified from social media on 12-oct-2015: the consumer stated that all her symptoms with essure were gone with 3 weeks post operation. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she experienced severe cramping and gushing blood the day of insertion (interpreted as procedural bleeding). The cramps and bleeding (interpreted as genital bleeding) continued which caused her to become anemic (interpreted as hemorrhagic anemia). A month after insertion she was diagnosed with pelvic inflammatory disease. Approximately 3-4 months after essure insertion she was diagnosed with cervical cancer. She started to bleed again (genital bleeding). A hysterectomy was performed. Three weeks after this surgery, all her symptoms were gone. These events are serious due to their medical importance. According to the reference safety information for essure, these events are listed while cervical cancer and hemorrhagic anemia are unlisted. Considering the suggestive temporal relationship and lack of alternative explanation, the causal relationship between all these events, except for cervical cancer, and essure therapy cannot be excluded. Since essure inserts have a localized action in the fallopian tubes, it is unlikely that essure would causa a cervical cancer. In addition, the major cause of cervical cancer is chronic infection of the cervix with the (B)(6). Therefore this event is considered unrelated to essure this case is regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is being sought.